Manufacturer narrative:
The actual device was returned for evaluation in good visual condition. The catheter was tested for leaks and it was noted that the catheter did not maintain pressure. After further inspection a pinhole was found on the balloon. No conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Manufacturer narrative:
(B)(4). Conclusion: to date, the device has not been returned. If the product is returned for evaluation, any further info derived from the evaluation will be submitted in a supplemental 3500a form. In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Event description:
It was reported that a patient underwent thermal ablation procedure on (B)(6) 2015. During the procedure, a hole was found in the balloon. The procedure was completed with a like device. There were no adverse patient consequences reported.